Event description:
It was reported that during a procedure of the mid to distal left anterior descending artery (lad) a 3.0 x 18 mm xience prime stent was implanted in the distal lesion; the 4.0 x 23 mm multi-link 8 (ml8) stent was implanted overlapping in the first stent proximal end and inflated to 18 atmosphere (atm). Post-dilatation of the implant with the ml8 balloon noted the implant shifted to the common iliac artery. The physician accessed the vessel using a second puncture of the femoral artery and successfully snared and removed the stent. There was no reported adverse patient sequela and only one stent was implanted in the lad distal. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
A cine of eight (8) images was received and reviewed by an abbott specialist. Review of the still images showed guide wires in what appeared to be the left anterior descending (lad) and diagonal. There was a stent shadow in the lad with proximal edge at the bifurcation. A stent was positioned adjacent to the previously deployed stent. The stent balloon was inflated. The newly deployed stent appeared well apposed to the vessel wall. The initial stent appeared to have moved proximally and covered the diagonal bifurcation. There did not appear to be a stent proximal to the initial stent. The image suggested there was a clot proximal to the stent. The vessel had stenosed just distal to the septal branch and proximal to the stent. The stent appeared to have a kink in it. The lad was occluded distal to the large septal. An expanded stent shadow was noted in what appeared to be the right iliac. In conclusion, the images are consistent with stent movement; however without the entire cine, it was difficult to follow the sequence of events. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent implant without the stent delivery system (sds) was returned for evaluation. The reported stent migration could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.